Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by cloudy effluent. The cause of the event was reported as the therapy "area was not clean prior to pd therapy" due to "unclean environment" from "some construction work was ongoing at the patient's home at the time of event". The patient was not hospitalized for the event. The patient was treated with injection cefazoline (1gm daily; route and duration not reported) and ceftazidime (1g; route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. On an unknown date, cefazoline and ceftazidime were discontinued. Eight days after the event onset, the patient had recovered and the effluent was clear. No additional information is available.